Manufacturer narrative:
(B)(6) 2015 12:08 pm (gmt-5:00) added by (B)(6) ((B)(4)): a maquet field service technician (fst) visited the hospital and checked the table. He found all functionality of the or table available and working normally as expected. The table was in unlock mode while operation. The nurse wanted to adjust the tabletop and pressed by mistake the lock button to pull in the castors of the or table. That's why the table base lowered down and hit the side person's toe. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
The customer reported that during a surgery, the o.r. Table lowered down and hit the toes of one person of the medical staff. He suffered an abrasion. Medical treatment was required. Manufacturer reference # : (B)(4).